Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was distorted from being pulled/stretched/overstressed and the lead had apparent implant damage. The analyst commented that the lead was returned with stylet in the lead, the helix extended and the helix appearing stretched, likely due to attempted implant damage from multiple attempts. Helix as retracted and helix extension/retraction and length testing were performed. Pinch on tool returned with the lad wasused in the testing. Helix length was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right atrial (ra) lead had to be repositioned 8-10 times and there was multiple helix extensions. The stability of the lead and the function of the lead helix were questioned. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.